Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced a cerebrovascular event on (B)(6), 2012 and subsequently expired on (B)(6), 2012.